Manufacturer narrative:
(B)(4) this device will not be returned for analysis, however, an investigation of the reported event is in progress. Once the investigation is completed a supplemental med watch 3500a will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-00609, 0001825034-2018-00586.

Event description:
It was reported that the patient underwent initial right knee procedure on unknown date. Subsequently, the patient experienced deep vein thrombosis (dvt) 3 weeks post-operatively.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.